Manufacturer narrative:
Concomitant medical products: 5092-52 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room due to bleeding at the site of a recent device change. It was also noted that there were low p-waves, atrial undersensing, and no atrial capture threshold was available. Possible pneumothorax was noted. Follow-up with the physician's office did not yield any additional relevant information. The atrial lead remains in use. No further patient complications have been reported as a result of this event.